Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the pt tank of the heater cooler system 3t took longer than expected to warm up during set-up. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the pt tank of the heater cooler system 3t took longer than expected to warm up during set up. There was no pt involvement.

Manufacturer narrative:
(B)(4) manufactures the heater-cooler system 3t. The event occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative contacted the customer to provide technical support over the phone. During the communication, the facility biomedical engineer reported that the unit had not been cleaned for over 1.5 years. The service representative informed the customer that this may be the cause of the issue and advised the customer to clean the unit. There was no evidence of a device malfunction and no similar issues have been reported for this device. Tech support provided via phone.